Manufacturer narrative:
The reported event that drill bit 2.5x125mm ao fitting was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. However, the reported failure mode is likely to have happened, due to excessive torque being applied while twisting the drill bit. Such power, in combination with hard/dense bone, could definitely deform the drill bit and lead to a breakage. If the drill bit has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity was compromised, which is definitely a deviation from the specifications. Based on the investigation, the potential root cause would be attributed to a user related issue. However, please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities no indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A 2.5mm x 125mm drill bit broke off whilst drilling the canal of a non-united fibula. Mr. O. Advised his registrars to leave the broken piece because taking it out will mean cutting off a piece of the fibula. There was about a centimetre and a half that was left in the patient's fibula and a datix will be submitted. According to the registrars the bone is very hard due to a non-union. Broken fragment remains in situ.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
A 2.5mm x 125mm drill bit broke off whilst drilling the canal of a non-united fibula. Mr. O. Advised his registrars to leave the broken piece because taking it out will mean cutting off a piece of the fibula. There was about a centimetre and a half that was left in the patient's fibula and a datix will be submitted. According to the registrars the bone is very hard due to a non-union. Broken fragment remains in situ.